Event description:
This is a report of a patient who experienced peritonitis. On an unknown date, the patient had a breach in aseptic technique. On the same day as the diagnosis, the patient was hospitalized for the peritonitis. On an unknown date, the therapy was discontinued. On a later date, the patient was recovering from the peritonitis. About a month after the patient was hospitalized, the patient was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a report of a patient who experienced a break in aseptic technique, resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.